Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the reason for the empty pump alarm was that the patient was traveling back from (B)(6) and missed a few different flights. By the time the patient arrived to (B)(6), she had to be admitted because the pump was dry and they were worried about baclofen withdrawal. The physician assumed that the cause of the motor stall was that the pump was dry for a few days. It was further reported that the pump was not refilled because the following day the physician interrogated the pump it was showing that a motor stall occurred.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 35 mcg/ml; 36.75/day, clonidine 250 mcg/ml; 262.5 mcg/day and baclofen 800 mcg/ml; 840 mcg/day via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2016. It was reported the pump logs show the pump went empty on (B)(6) 2016 and a motor stall occurred on (B)(6) 2016 at 5pm. The patient did not recently have magnetic resonance imaging. The patient was currently inpatient to treat withdrawal symptoms. The plan was to follow up with the healthcare provider. The cause of the event, interventions, troubleshooting/diagnostics, initial reporter, medical history, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp). The therapy dates for fentanyl, baclofen and clonidine were ongoing. The patient's medical history and other medication the patient was taking at the time of the event were unknown. Treatment for the withdrawal was oral medication; oxycodone and baclofen. The motor stall and withdrawal have resolved. The pump was replaced (b)64) 2016.